Event description:
The threads of the 10x35mm biosteon screw were compressed when trying to insert on the tibial side. A 10 tunnel with peroneal tendon allograft. Used a universal driver.

Manufacturer narrative:
Based on the info available, possible suspected root cause(s): the pt had hard bone. Failure to tap/use dilator. Use of damaged or bent driver. Graft/screw/tunnel not appropriately sized. Insertion over bent guidewire.